Event description:
The customer was hospitalized for high bgs. The customer mentioned having ketoacidosis. The customer also had a back up plan. Suggested the customer to take correction injection as per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer indicated that the pump has some cracks. It was informed that the pump was dropped several months ago and the customer was not sure whether the pump has been working since the incident. The doctor requested to stop the use of the pump and revert to a back plan of manual injections. In addition, it was stated that sets were changed several times and bgs continue to run high. Suggested the customer always call to report any hospitalization or damage to pump when it occurs to troubleshoot.